Event description:
Reportedly, a 31mm valve was explanted after approximately 3 months due to regurgitation. The customer letter states "we have returned for your evaluation a biological heart valve prosthesis - carpentier edwards perimount size 31 - which was implanted 03 months ago on p.v.f.n patient, (B)(6) years-old, male, rheumatic mitral valve insufficiency carrier with severe ventricular damage and it was explanted due to valve prosthesis dysfunction, characterized by major central leakage (absence of coaptation of the prosthesis leaflets). It was also noticed the presence of platelets deposit at the ventricular area in two of their leaflets and opening of the leaflets' foot support. We would like to understand what happened, since that platelets deposit should not occur in prosthesis leaflets, and if there was disruption of prosthesis support material, as the leaflets was presenting normal mobility and there was no grip between cardiac structures and the prosthesis "foot" that could explain the absence of leaflets' coaptation. We are available for additional information."

Manufacturer narrative:
At (B)(6) 2011, device is being held in (B)(6). Logistics is handling the return to get it through (B)(6). A supplemental report will be filed when the product is received and the evaluation results will be reported.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided. Device is to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: as received, moderate host tissue was evident at the stent inflow. Host tissue was minimal at the stent outflow. Host tissue overgrowth was noted onto the free margin of leaflet 3 at commissure 3. No inconsistencies detected in the leaflets as they were intact and flexible. No inconsistencies detected in the x-ray as the wireform as it was intact. The valve will be sent to research and development for functional testing. X-ray. On (B)(4) 2012, research and development concluded their report. The summary and conclusion states: this valve was explanted after approximately 3 months due to regurgitation and "prosthesis dysfunction, characterized by major central leakage (absence of coaptation of the prosthesis leaflets)." The surgeon also requested an explanation for the reported "platelets deposit of the ventricular area in two of their leaflets and opening of the leaflets foot support." No echocardiography recording was provided, thus the behavior of the valve and reported regurgitation observed in vivo cannot be confirmed. No noticeable "platelet deposits" or thrombotic material was observed at the "ventricular area" or the "opening of the leaflets - foot support" or anywhere on the valve as-received. (B)(4). The coaption between the leaflets appeared to be acceptable and no central leakage was observed under normal physiological conditions during pulsatile testing. The clinical observation of "major central leakage" could not be reproduced in vitro.